Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The subject device was returned, upon evaluation it was found that the cable was twisted and kinked of the whole length. It was assumed that the malfunction is caused by broken signal line. The cable consists of multiple signal wires, therefore excessive stress such as twisting and bend causes break of cable. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. This product with serial number 051839 was manufactured within specification. An investigation was completed by the OEM and determined that there is no manufacturing nor processing related cause for this failure mode. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not yet been returned for evaluation/investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time. This report will be supplemented accordingly following investigations. This MDR is being submitted retrospectively as part of a remediation effort related to the recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required reporting.

Event description:
A report of device stopped working, fault with handpiece during preparation for use was reported. There was no patient involvement, no user injury reported due to the event. This report is related to report patient identifier (B)(6).